Event description:
It was reported that a stent dislodgement occurred. Vascular access was obtained via radial artery. The 12mm x 2.5mm, 80% stenosed target lesion was located in the severely tortuous and mildly calcified left anterior descending artery. Pre-dilation was performed with an unspecified balloon catheter. A 12 x 2.50mm taxus liberté stent delivery system was selected to treat the lesion. The doctor attempted to deploy the stent, but found that the stent had dislodged outside the patient. The procedure was completed with another with same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the returned device found that the hypotube was kinked at 100cm distal to the strain relief. The stent was detached/deployed from the delivery balloon and was not returned for analysis. An examination of the balloon found that the balloon had been inflated and was not refolded. There was a build-up of solidified contrast media inside the balloon and inflation lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a stent dislodgement occurred. Vascular access was obtained via radial artery. The 12mm x 2.5mm, 80% stenosed target lesion was located in the severely tortuous and mildly calcified left anterior descending artery. Pre-dilation was performed with an unspecified balloon catheter. A 12 x 2.50mm taxus liberte stent delivery system was selected to treat the lesion. The doctor attempted to deploy the stent, but found that the stent had dislodged outside the patient. The procedure was completed with another with same device. No patient complications were reported and patient's status was stable.